Event description:
Md performed lumbar laminectomy & instrumentation. He placed 2 blake drains 19f into surgical site on 7/15. On 7/18 when drains were removed, the second drain broke with mild to moderate force. The broken piece was saved. The pt had to return to surgery for removal of piece. The pt did well and was discharged on 7/21/97.